Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, resulting in a diagnosis of peritonitis. On the same day as the diagnosis, the patient was hospitalized for the reported event. While hospitalized, the patient was treated with intraperitoneal vancomycin (dose and frequency unknown) for the peritonitis. The patient was discharged from the hospital five days after admission. The patient recovered from the peritonitis event. The pd therapy was ongoing. No additional information is available at this time.